Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s implant is not working anymore, and they plan for a change out next year. It was noted that they do not currently have an implant doctor. No further patient complications are anticipated or expected as a result of this event.